Event description:
It was reported by the sales rep that the patient is experiencing pain within one to two minutes of using the bhs unit. The pain was immediately. The pain level is about a seven. The pain is below the skin. The first day she used the unit for about 6 hours. The second day it was used for 10 hours and the third day she used it for 8 hours. The patient continued to use the unit because she was not sure if she was supposed to feel the pain. The pain subsides quite a bit almost immediately when she turns off the machine. From a level 7 to level 4. But the patient still has residual pain. The pain comes and goes throughout the day. The patient wears the unit at night. The patient has not increased her daily activity. The patient did not speak to her doctor regarding the pain. The patient has not taken anything for the pain. I told the patient to contact her doctor. Called the patient and she said she's been more active lately. And even though she did not wear the unit last night, today she's been on her feet all day and she is in pain. She will call her doctor and conduct a timed test. She will also call us if she has any other issues. No additional patient consequences have been reported. The sflx coil was not returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. Without a product return, no product evaluation can be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported by the sales rep that the patient is experiencing pain within one to two minutes of using the bhs unit. The pain was immediately. The pain level is about a seven. The pain is below the skin. The first day she used the unit for about 6 hours. The second day it was used for 10 hours and the third day she used it for 8 hours. The patient continued to use the unit because she was not sure if she was supposed to feel the pain. The pain subsides quite a bit almost immediately when she turns off the machine. From a level 7 to level 4. But the patient still has residual pain. The pain comes and goes throughout the day. The patient wears the unit at night. The patient has not increased her daily activity. The patient did not speak to her doctor regarding the pain. The patient has not taken anything for the pain. I told the patient to contact her doctor. Called the patient and she said she's been more active lately. And even though she did not wear the unit last night, today she's been on her feet all day and she is in pain. She will call her doctor and conduct a timed test. She will also call us if she has any other issues. No additional patient consequences have been reported. The sflx coil was not returned for further evaluation.

Manufacturer narrative:
(B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Concomitant medical products: medical product: biomet ebi bone healing system assembly, catalog: #1068234 serial: # (B)(4). Therapy date: unknown. Medical product: (2) wright medical staples. Medical product: (2) wright medical bone anchors. Therapy date: (B)(6) 2019. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2020-00092.

Event description:
It was reported that the patient is experiencing pain with the bone healing system (bhs) and bhs sflx 2-1 coil. The patient is using the bhs device to treat an ankle failed fusion. The patient reported that the pain started within a minute of treating with the device. On a scale of 1 to 10, the patient rated the pain as a 7. The patient described the pain as below the skin. The patient continued to treat with the bhs device. The patient reported that the pain subsides from a level 7 to a level 4 upon turning the device off. The patient reported that she has residual pain that comes and goes when she is not treating with the bhs device. The patient treats with the device at night. The patient spoke with her doctor and the doctor provided a script to switch the patient to a different device for treatment. It was reported that no further information is available.